Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 38mg/dl. Troubleshooting was performed. The customer stated that she programmed a bolus before going to a restaurant and she did not realize that the bolus was delivered. Later the paramedics were called. The bolus history was reviewed and found that two boluses were delivered in a short period of time. The programming, basal, bolus settings, date/time were correct. No further info was provided.